Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant infomation of patient medical condition/history on (B)(6) 2023, that patient has systemic sclerosis/pulmonary fibrosis and oxygen therapy. Despite of multiple attempts the device was available to be returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section b3, b7, g3, h1, h2, h3 and h6 are updated/corrected.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about the alleged scleroderma, pulmonary hypertension and pulmonary fibrosis. There was no report of serious patient harm or injury. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.